Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the battery charger produced smoke when the batteries were inserted into the battery charger and the charger would then not power on. The pt was issued two replacement battery packs and charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (produced smoke when battery inserted / would not power on) was confirmed. Upon eval, there was thermal damage to the battery board, the bedside board and the cell modem. The cause of the inability to power on is thermal damage to the battery board and bedside board. The cause of the thermal damage is contamination within the charger/modem. The cause of the smoke with battery inserted is the contamination. The root cause of the liquid contamination cannot be positively identified but is likely liquid ingress of an unk contaminant. Device eval of battery packs sn (B)(4) has been completed. The reported problem (smoke when battery inserted / charger problem) has been confirmed. Upon eval, the connectors were charred. The cause of the charred connectors is thermal damage when inserted into the battery pack, which would have produced the smoke. The cause of the thermal damage is liquid contamination within the charger/modem. No adverse event resulted from the defective charger / modem or battery packs. The pt received a replacement charger/modem and battery packs. Device MFR date: charger/modem (B)(4): 11/2011; battery pack (B)(4): 08/2011; battery pack (B)(4): 06/2011.